Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 11 months. (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a driveline infection and underwent wound vac treatments. No further information was provided.

Manufacturer narrative:
The device remained implanted and the patient remained ongoing on vad support until a pump exchange was performed on (B)(6)2017 (reference medwatch MFR report # 2916596-2017-02170 for the pump exchange event). A direct correlation between device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.